Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a deformed upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. The uso seal was replaced. The upstream occlusion and downstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation revealed a deformed upstream occlusion seal. The event occurred during testing, there was no patient involvement.